Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at b button on keypad trace. The insulin pump was received with scratched on display window. The insulin pump was unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer reported that she received a button error alarm. The customer's blood glucose was 44 mg/dl at the time of incident. The customer's blood glucose was 60 mg/dl at the time of call. The customer stated that she treated the low blood glucose with glucose tablets. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.